Event description:
Modules were found to have holes with evidence of burning in the morning hours when staff arrived. The holes are believed to have burned overnight and none occurred during a procedure.